Manufacturer narrative:
Submit date: 2018-01-04. Additional information has been requested. If additional information is received, this report will be updated. . If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the enteral feeding pump failed to alarm. No additional information was provided at the time of intake. Follow up has been requested.

Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.